Event description:
The affiliate reported that the perforator plunged.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They¿ve been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation, the perforator was evaluated by the supplier and it was found to be within specifications. This perforator met all visual and functional testing requirements. The root cause of the reported problem "perforator plunge" was not determined. All evaluation tests and inspections had acceptable results. A review of the device history records did not reveal any anomalies. We will continue to monitor for this or similar complaints for this product code. At the present time, this complaint is considered closed.

Event description:
The affiliate reported: "I have received info today that the (B)(6) hospital in (B)(6) has had another perforator plunge. This is their 4th plunge since (B)(6) 2012. The hospital have informed me that they no longer have confidence in the product and wish to use an alternative supplier.